Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on february 13, 2020. They confirmed they had discussed the following information with the physician. It was reported that the explanted device was disposed of at the hospital and therefore would not be returned to the manufacturer for analysis. They reported there was not an issue with the battery, so the physician did not deem it necessary to return it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on january 22, 2020. They reported that the overdischarge was resolved by replacing the ins. The status of the explanted ins was not provided by the rep, so additional follow up will be conducted to obtain that information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient's battery is in overdischarge due to patient compliance. The battery was interrogated and triple charged several times with no success. The patient will be having his ins replaced on (B)(6) 2020. No further complications were reported. No patient symptoms were reported.